Event description:
It was reported that the right ventricular (rv) lead dislodged. The lead was noted with no pacing, high threshold, and low r-wave sensing. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d314vrm implantable cardioverter defibrillator (B)(6) 2012. (B)(4).